Manufacturer narrative:
This report is submitted on september 09, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site followed by exposure of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.